Manufacturer narrative:
Reviewing the manufacturing documents did not show any indications for a malfunction of the iol. As per documentation, the product was produced in accordance with manufacturer's specification, and no deviation has been detected. The customer stated that the device cannot be returned therefore a proper root cause analysis could not be completed nor the reported issue be confirmed. Without a proper device analysis, a definitive root cause cannot be determined at this time. There was no damage reported to have been noticed during the inspection prior to use and preparation, which suggests a product deficiency, did not contribute to the reported difficulties. Based on the information provided, the risk assessment for the lucia product, and based on our experience, we have determined that the following factors may have caused or contributed to the reported device deficiency but are not limited to: lens placement technique, loading strategy, accessory device support, poor handling during folding and inserting.

Event description:
It was reported that the haptic broke during a CT lucia 602 lens implantation. No damage was noted prior to implantation attempt. The surgeon was using the alcon monarch injector and b cartridge. A second CT lucia 602 lens was used to complete the procedure.